Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8352700; model: sc-8352-70; serial: (B)(4); batch: 18110507. Explant date: 2 years ago.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted device was not returned. No further information could be obtained despite good faith efforts.